Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported that on (B)(6) 2020, the customer received a sensor scan of 125 mg/dl as compared to a built-in meter reading of 314 mg/dl. The customer experienced symptoms described as ¿sweating, dry nose, and frequent urination¿ and was unable to self-treat. The customer was taken to the emergency where she was diagnosed with hyperglycemia and treated with insulin (dose unknown). There was no report of death or permanent injury associated with this event.